Event description:
It was reported that air bubbles were observed within the tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose level was displayed as "high"; although specific value was not provided. Customer took no action to address the bg level but planned on administering a correction injection if necessary.